Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer's blood glucose level was in the 300's (mg/dl) and it would be addressed with manual injections. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be charged using a different usb cable and no further issues were noted.